Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured in half and both pieces were returned. The device exhibits signs of extensive wear/usage. Plastics are vulnerable to brittle fractures due to over loading in a bending manner. A crack may have initiated during use or due to the heating and cooling associated with autoclaving. The device batch information was not provided or present on the device to conduct a thorough investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a tka procedure, while the surgeon was using the tensioner gauge it snapped in half. Both pieces were retrieved and nothing was left in the patient. No delay. No confirmation of backup has been received. No impact or injury to patient reported.